Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 500cc mentor memorygel breast implant experienced capsular contracture and rupture post procedure. As a result, bilateral prosthesis replacement with 800cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 4, 2020. The investigation of the returned device was completed by the failure analysis lab on march 24, 2020. Device evaluation summary: according with the information reported, the patient experienced a rupture of the breast implant and developed capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number 5621232, and no non-conformances related to the reported complaint were identified. During visual inspection, the sample was found to be ruptured. Additionally, a crease was found at the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).